Event description:
Additional information was received from the customer which confirmed, the loss of image occurred prior to an unknown procedure. There was no error message observed on the device. The procedure was completed using a similar device without delay. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. It was noted that the video connector latch was worn out and it was causing poor connection with pigtails. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii video system center, will not display scope on screen. The issue was found during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event.